Manufacturer narrative:
(B)(4). The customer reported the device can't open. The device was evaluated by a philips field service engineer. The symptom was clarified as a paddle error. The paddle set was replaced to resolve the issue.

Event description:
The customer reported the device can't open.